Manufacturer narrative:
The initial MDR 2517506-2017-00341 was filed on april 3, 2017. Additional information (05/05/2017): a siemens headquarter support center (hsc) specialist reviewed the loci data and observed that sample (B)(6) was not found in the instrument data file. Hsc reviewed the instrument service reports for dimension exl (B)(4) and found that the photometer lamp cable had not been replaced on this instrument as previously stated. It was discovered that the customer had another dimension exl instrument at their site (serial number (B)(4)) which had a service report indicating that the photometer lamp cable was replaced on (B)(6) 2017. Hsc attempted to pull the loci data file from this analyzer but was unable to do so because the data from (B)(6) 2017 was not retrievable due to testing volume. A directed search for the sample (B)(6) indicated that this sample was processed on dimension exl (B)(4) on (B)(6) 2017 with a result of 0.398 ng/ml. The sample was repeated on (B)(6) with a tni value of 0.033 ng/ml. Hsc has not found any entries in the time frame of (B)(6) that match the previously reported values of 0.339 and 0.029 ng/ml. Calibrations, qc and other patient samples were performing as expected. This event is consistent with a sample handling issue that cannot be confirmed or investigated further as the corroborating data is not available. Siemens customer service engineer (cse) has performed preventative service maintenance on the analyzer and no issues with the loci system was identified during the service visits. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist remotely reviewed the instrument data and found that the sample and reagent arm 2 (r2) probes were recently replaced and the r2 and reagent arm 3 (r3) drains were cleaned. The ccc specialist also found that the instrument was recently serviced for lost step errors which were resolved by lubricating the r2 arm. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the reagent 3 (r3) tip and ran system check, which resulted out of specification. The cse ran precision, resulting zero for all levels, indicating possible sample related issue. The cse ran quality controls (qc), resulting within specifications. The cause of the discordant, falsely elevated tni result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s) who questioned it. The patient was an inpatient being prepared to be transferred to another facility for cardiac assessment. The patient was redrawn, resulting lower. The original sample was then repeated on the same instrument, resulting lower and matching the redraw result. The repeated result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tni result.